Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.4; (B)(6) 2011, 5.2, lab: 3.7. Patient's target therapeutic range is 2.5-3.5. Lab draw done approximately 2 hours after meter result.

Manufacturer narrative:
Investigation pending.